Event description:
It was reported that the procedure was cancelled. The patient was being treated for atherosclerosis and underwent heart catheterization. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to inflate. The procedure was cancelled or rescheduled. No patient complications were reported. It was further reported that no visible pinhole was noted on the balloon material and the patient condition was stable post-procedure.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. E1: initial reporter title and fax: updated. E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E3: occupation: updated from other health care professional to physician. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube. There was a separation in the hypotube at 51.6cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. From the separation, the distal end of the device was connected to a touhy and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues. Product analysis could not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.

Manufacturer narrative:
E1: (B)(6). E3: occupation: updated from other health care professional to physician.

Event description:
It was reported that the procedure was cancelled. The patient was being treated for atherosclerosis and underwent heart catheterization. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to inflate. The procedure was cancelled or rescheduled. No patient complications were reported. It was further reported that no visible pinhole was noted on the balloon material and the patient condition was stable post-procedure.

Event description:
It was reported that the procedure was cancelled. The patient was being treated for atherosclerosis and underwent heart catheterization. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to inflate. The procedure was cancelled or rescheduled. No patient complications were reported.